Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. Noise was noted with isometrics and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.